Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were suggested. Patient will be scheduled for in-clinic visit for device reprogramming.

Event description:
New information received notes that when the asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed again after device reprogramming. Device was reprogrammed again.